Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During procedure to treat atrial fibrillation (a fib), an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation port occlusion / insufficient irrigation flow occurred. An upper temperature limit alert occurred 5 seconds after turning on, the issue resolved after the catheter was replaced with another of the same device. No patient complications reported.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned and analyzed. Visual inspection presented no abnormalities. Functional testing was performed. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Flow test was performed, and the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The lumen was leak tested and pressure decay was measured three times. The unit passed the test without problems. The device was destructed and analyzed, and no obstruction was found in the irrigation ports. Laboratory analysis was unable to confirm the reported clinical observations. The device passed all relevant testing.

Event description:
During procedure to treat atrial fibrillation (a fib), an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that irrigation port occlusion / insufficient irrigation flow occurred. An upper temperature limit alert occurred 5 seconds after turning on, the issue resolved after the catheter was replaced with another of same device. No patient complications reported. Product has been returned and analysis has been performed.